Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and updated the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.